Event description:
It was reported that during a urology procedure, the stapler failed to properly seal both vessel and tissue. The user reported that the device did not perform as intended and was unable to achieve the desired seal. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2026. D4: batch # unk. Additional information was requested, and the following was obtained: urology procedure. Vascular firing. Vessel did not seal. Vascular surgeons repaired vessel. Patient recovered to my knowledge. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech45s lot number a99n0h and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.